Manufacturer narrative:
The referenced device is expected to be returned to the MFR for eval. As add'l info is obtained, a supplemental report will be issued. (B)(4).

Manufacturer narrative:
An investigation was performed on one returned sample of a shiley pediatric tracheostomy tube was received for evaluation, and no lot number was provided. Visual inspection was performed, and it was observed that the tube was broken on the edge of the right area where the flange was missing. The customer reported failure mode of a broken/missing flange was confirmed. (B)(4).

Event description:
A report received from the USA stated the flange on the left side of the cuff "broke right off". It was reported that the flange broke while in a pt. The pt was intubated (B)(6) 2014. The flange of the cuff was noticed to be broken. An unk clinician was able to successfully extubate and re-intubate the pt. There was no report of pt harm as a result of the event. During a follow up, the clinician reported the facility no longer uses twill trach ties. The user facility has switched to using the velcro trach collar. Ventilator settings and the type of cleaning materials being used were requested but not available.